Manufacturer narrative:
The product has not been returned for evaluation . Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was making a high pitch noise similar that of the load process during basal delivery. The customer's blood glucose level was impacted. The customer has backup insulin available.